Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 206 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Multiples attempts were made by technical support to follow up with the customer and obtain additional information, but no response was received.